Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that three years and seven months after the implant of this bioprosthetic aortic valve, an echocardiogram indicated severe central regurgitation. Subsequently, a transcatheter bioprosthetic valve was implanted, valve-in-valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.